Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7045-90, lot# 493982, mfd. 08/10/2017, expires 2022-08-10, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493969, mfd. 07/21/2017, expires 2022-07-21, (B)(4).

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the middle implant was impinging on the nerve root. In (B)(6) 2017, the surgeon performed a revision procedure where he removed the middle implant and replaced it with a shorter ifuse implant. He also replaced the third implant with an ifuse implant as a precaution; it was not related to the pain complaints. The patient's pain complaints resolved following the revision procedure.